Event description:
It was reported that the patient's device reached normal elective replacement indicator. Seven weeks later, the patient received multiple shocks, which put the device into charge circuit time out status. The device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the shocks were inappropriate due to rapidly conducted atrial fibrillation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2009; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.